Manufacturer narrative:
Other text: b3. Date of event is unknown. H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection of the device found a tamper seal removed, a bubbled dso seal, and a scuffed lcd lens. No evidence of the customer reported issue was found in the review of the event history log. During the functional testing, the accuracy test results were under specification and the customer reported issue was able to be confirmed. A cause of the issue was unable to be determined but the most likely cause is an under spec expulsor. The expulsor was replaced. Other repairs include replacing the dso seal, the optic switch and optic bracket, the keypad, overlay pcea, rear and side label, expulsor assembly, latch lock and latch handle. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device is under infusing. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.